Event description:
Boston scientific received information that the patient with this right ventricular lead and associated implantable cardioverter defibrillator (ICD) experienced a syncopal episode at home. The patient was seen in the emergency room (ER) where a local field representative interrogated the patient's device. There were no events stored in the arrhythmia log book and no high intrinsic or pacing rates. Right ventricular pacing percentage was less than 1%. While in the ER, the patient had an underlying intrinsic rate of 75 beats per minute. The right ventricular pacing thresholds were have noted to have increased. The device was reprogrammed to a higher output and the patient was scheduled to see his cardiologist for a syncope consultation. The patient has had a history of syncope of unknown origin. The implanting physician did not believe the increased thresholds contributed to the patient's syncope.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.